Event description:
Report received from (B)(6) states: "during removal of pieces of the lens (3/4), with hardness 4+, aspiration lost efficiency and it works on and off. Tubes got occluded. It happened for 5 cases. In two cases the solution was to wash the tube with powerful water jet. In 3 cases pack substitution was necessary. Cataract pieces stored in the initial part of the tube. It looked like mesh was tighter than usual."

Manufacturer narrative:
Though requested, the product is not being returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 5.